Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 0.9a. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. Okb tested the suspected meter with in house control solution and returned strips (strip lot number: d170324-2, only 2 pcs in bottle). The control solution tests for level low were 49 mg/dl, for level high were 242 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 200~310 mg/dl. All results were within the acceptance range. Pass . We tested the retain strips from our warehouse (same as patient strip, strip lot number: d170324-2) with returned meter and our in house control solution. The control solution tests for level low were 63/59 mg/dl; for level high were 256/258 mg/dl. The control solution ranges are: level low 35~85 mg/dl; level high 200~310 mg/dl. All results were within the acceptance range. Pass .

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 9:00 am after the end user stated that he received inconsistent low results from his prodigy diabetes meter. The end user performed a blood glucose test with his prodigy diabetes meter and the reading was 107 mg/dl. He proceeded to take 14 units of lantus and was later discovered unresponsive by his wife. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 22 mg/dl. The end user was given treatment to assist in stabilizing his blood glucose but could not recall as to what was administered. Once at the ER he was given breakfast and gatorade. After 5 hours he was discharged with a blood glucose reading of 71 mg/dl. No additional details were provided in regards to this medical event.